Event description:
The recipient reportedly experienced seroma and redness around the implant site. On (B)(6) 2015, the recipient was prescribed augmentin for 10 days. The recipient was admitted to the emergency room on (B)(6) 1015 and treated with IV antibiotics (rocephin and vancomycin) for two days. Subsequently, the recipient was prescribed clindamycin for two weeks. The recipient was advised to discontinue use of the device for two weeks. The recipient continues to be monitored.